Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intravenous catheter 24g x 0,75 separated from the hub. The following information was provided by the initial reporter: "observing a ruptured catheter that remains intravenous."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that bd intravenous catheter 24g x 0,75 separated from the hub. The following information was provided by the initial reporter: "observing a ruptured catheter that remains intravenous."